Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, g3, h2, h3, h4, h6, h11. The device was evaluated, and the reported failure was confirmed. Due to damage on the cable unit, the endoscopic image cannot be displayed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had no picture. The issue occurred before the beginning of a therapeutic gallbladder surgery. The procedure was delayed for half an hour while the patient was under general anesthesia and successfully completed using another device. There was no harm to the patient.